Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested assistance starting the dexcom g6continuous glucose monitoring (cgm). The ilet displayed a blood glucose (bg) of 290 mg/dl. The agent confirmed that the sensor had been inserted earlier that day after a delay in replacement due to travel. The highest blood glucose (bg) recorded was 290 mg/dl. Bg was corrected after the new sensor was started. No symptoms were reported, and no medical intervention was required at the time of call.